Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The rotawire was received separate from the rotablator device and not stuck inside the device. The advancer unit and the burr units were received attached together as a single unit. The advancer knob was received tightened in a backward position. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The annulus was damaged, not rounded, and flared. The damage to the annulus is consistent with the damage from the rotating burr coming into contact with the guidewire during the procedure. There was no fm present on the rotablator device or guidewire. Because there was no evidence of any product quality deficiencies, it was considered likely that the damaged annulus was attributable to procedural factors. The rotawire used in the procedure was returned for product analysis, so functional testing was completed by using this device. The rotawire was able inserted through the burr catheter and advancer with no issues or difficulties and was able to be removed from the burr with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01873. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire¿ were selected for use. During procedure and after ablation was completed, the physician attempted to withdraw the burr from the patient; however, it failed. Furthermore, it was noticed that the burr was stuck on the wire and had to be removed from patient's body as one unit. The removal of the rotaburr from the rotawire was attempted outside the patient's body, but it was still unsuccessful. After the physician pulled the rotawire from the distal side of the burr, the wire was able to be removed. No kinks were noted on the wire upon further inspection. The procedure was completed with these devices. No patient complications were reported.